Event description:
Our malem alarm keeps making a strange sound when it is powered on and batteries are connected to it. What's worse is that the alarm is starting to get hot within few minutes of being powered on. This has been happening for the last 4-5 days and we have discontinued use of the device. We contacted the manufacturer but have not heard back.